Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The iab was connected to the pump. However, the pump (iap-0500j) did not "read the fiberoptix sensor (fos)." Nevertheless, the md inserted the sheath via the right femoral artery. The md used the transducer rather than the fos to monitor the pt. The pump alarmed "blood in gas driveline tubing" 15 minutes after the iab therapy began. Blood was detected in the helium tubing. The md removed the iab and replaced it with another iab. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.